Event description:
Customer was admitted as an inpatient to the hosp for dka. Customer had been having difficulty with inserting new batteries. Batteries were changed at least fifteen times with no positive results according to the customer. Customer became frustrated. No additional troubleshooting was conducted.